Event description:
On (B)(6) 2012, (B)(6) underwent hiatal hernia repair and lap band removal surgery. The pouch created by the band became dilated and could not resolve itself without surgery. Pt had no history of reflux or hernia in 2006 when lapband was put in place.